Manufacturer narrative:
The device was not returned for evaluation. Unable to assess the adhesive condition or to confirm the bent cannula and determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose was 140 mg/dl before bed and 500 mg/dl when she woke up. She felt wetness at the infusion site and that she thinks the adhesive wasn't flush against the skin. She also stated the cannula is leaning to the side and seems a little bent.